Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e10 cartridge error during the cartridge change procedure. The battery setting is set correctly to alkaline. She completed the cartridge change and prime procedure during the troubleshooting call, and the error message was resolved. Pt reported the outside of the old cartridge was damp after it was removed. She called again on (B)(6) 2012 and reported the infusion device displayed another e10 cartridge error during the prime procedure. She verified the battery was not expired, and an a2 battery low alert appeared when the battery was reinserted. She removed the cartridge from the infusion device and reported insulin was "pouring" from the bottom of the cartridge. She reported this has occurred with every cartridge she's used in the past 2-3 months, and the leak often occurs when the infusion device is in use. The cartridges are not reused. She attaches the adapter and infusion tube after the cartridge is inserted in the infusion device, and she was advised on the correct procedure. The infusion device, cartridge, adapter, and infusion set were replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.